Event description:
It was reported that the system shut down during a case and would not reboot. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty hard drive. System operates as intended.